Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer troubleshot with philips technical support. The customer was advised to replace the flow sensor and was provided with the part number.

Event description:
It was reported that the ventilator had the air flow out of specification. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The event date was no specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 7mar2019 information was received that the customer replaced the flow sensor to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 21may2019. A gas delivery system (gds) was return for analysis. An investigation was performed and the root cause was isolated to a component (u1) drifted out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.